Event description:
On (B)(6)2009, it was reported that smoke was allegedly seen coming from the wall outlet that the kinair medsurg power cord was plugged into at the healthcare facility. There was no injury to the patient or healthcare facility staff.

Manufacturer narrative:
The unit was returned to kci quality engineering and a device evaluation was performed. Evaluation of the device revealed that the power cord plug had been damaged. The line prong for the power cord was slightly scorched and melted in appearance. In addition, the line prong was also loose and was easily removed. Both the ground prong and the neutral prong remained intact. No other damage was noted to the unit. The unit was tested per quality control procedures on (B)(6)2009, prior to delivery to the account, and the unit met specification, including inspection of the power cord for damage.